Event description:
A percutaneous endoscopic gastrostomy jejunal tube was placed in a male pt in may. The physician noted the tube was difficult to place, as the tube seemed stiff. Several days later the pt developed peritonitis. A perforation of the small bowel was noted; therefore, the pt underwent surgical intervention to close the perforation and the tube was placed back into the jejunum succuesfully. As this is no malfunction of the device it is still in use and the pt is reported to be in satisfactory condition. No further complications occurred from this incident. The instructions for use advise that proper j-tube positining must be verified by x-ray.